Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implant the patient presented to the emergency room with sudden onset of shortness of breath, pleuritic chest pain, nausea, and vomiting. Cardiac microperforation was diagnosed. Transthoracic echocardiogram showed moderate pericardial effusion. White blood count and creatinine were elevated. The patient was admitted for observation and medications were administered. The leads remain in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.